Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that an incompatible scope error (e315) occurred during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.